Manufacturer narrative:
The serial number of the customer's cobas 6000 e601 module is (B)(6). The patient sample was received for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys igf-1 assay results from one patient sample tested on the cobas 6000 e601 module. On (B)(6) 2024: the initial result of the undiluted patient sample from the module was 103.6 ng/ml. On (B)(6) 2024: the first repeat result of the undiluted patient sample from the module was 80.1 ng/ml. On (B)(6) 2024: the second repeat result of the undiluted patient sample from the module was 81.5 ng/ml. The third repeat result of the undiluted patient sample from the module was 96.90 ng/ml. This result was deemed low and was disputed by the doctor. The patient sample was sent to a subcontractor laboratory that uses euroimmun and immulite 2000 xpi analyzers. Both analyzers use the chemiluminescent immunoassay (clia) laboratory method. The fourth repeat result of the undiluted patient sample from the euroimmun analyzer was 488.2 ng/ml. The fifth repeat result of the undiluted patient sample from an immulite 2000 xpi analyzer was 381.00 ng/ml. The repeat results using the clia method correlated with the patient's clinical condition. On (B)(6) 2024: the sixth repeat result of the undiluted patient sample from the module was 129.6 ng/ml. The seventh repeat result with the patient sample at 1:5 dilution was 34.74 ng/ml (with a final calculated dilution result of 173.7 ng/ml). The seventh repeat result with the patient sample at 1:10 dilution was 65.62 ng/ml (with a final calculated dilution result of 656.2 ng/ml).

Manufacturer narrative:
Product labeling states "for diagnostic purposes, the results should always be assessed in conjunction with the patient´s medical history, clinical examination and other findings."

Manufacturer narrative:
The investigation was able to confirm the customer's igf-1 result. The investigation tested the patient sample for igfbp-3 and a result above the reference range was obtained which was in line with the patient's symptoms. The investigation determined the event was consistent with an interference in the patient sample. The investigation did not identify a product problem.